Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an unspecified infusion infused in half the time of the programmed rate. The pump module was recalibrated by biomed and thought that could have contributed to the over-infusion.